Manufacturer narrative:
One cardiomems¿ hospital system with pn cm3100 and sn (B)(6) was received for evaluation. Visual inspection verified the unit touchscreen display and chassis were free of physical damage. It was observed that the antenna/wand port was hanging out of the device with the antenna still connected. Antenna was carefully unplugged, and the device was opened up. It was observed that the nut normally used to secure the antenna port was completely undone and loose, the cable that normally connects to the j1 port on the telemetry board was completely disconnected, and the small wire that connects j3 on the telemetry board to the antenna/wand port had been ripped out of its antenna port connection

Event description:
This report is to advise of an event observed during analysis that the small wire that connects j3 on the telemetry board to the antenna/wand port had been ripped out of its antenna port connection allowing the end to be exposed.